Event description:
It was reported that a user six days into ilet pump training experienced fluctuating blood glucose, with concerns for highs and lows while intermittently losing sensor connectivity and not consistently announcing meals, and the user received troubleshooting and education with guidance to continue training and discuss concerns at the next session; the reported blood glucose at the end of the call was 170 mg/dl. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and review and analysis of information provided by the user and third party. Investigation of this case revealed no specific findings and insufficient information regarding a device malfunction or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.